Manufacturer narrative:
The product malfunction was unable to be confirmed because the customer did not respond to requests for additional information. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the customer requested patient data from the time of admission until the patient passed away. The customer requested specific information related to any alarms that occurred and if any alarms were silenced prior to the asystole event that may have contributed to the death of the patient. At this time, it remains unknown whether the device caused or contributed to the reported event. Good faith efforts are being performed.